Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported when using the bd vacutainer® urine collection cups there was a needle stick injury - post use. This event occurred 6 times. The following information was provided by the initial reporter. The customer stated: "needle sticks happened due to weird placement of label. The specimen cup contains a yellow sticker warning of needle under label. The staff is trying to pull the label off from the bottom (near where the needle is located underneath). Over the years we have had numerous staff with needle sticks using this product."